Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.71" x 0.20" was found to be broken off the wrist assembly. The broken piece was not returned, and the root cause of this failure is associated with mishandling/misuse such as applying excess force to the jaws.

Event description:
It was reported that during central processing, the force bipolar had a broken tip. The event was identified while the instrument was being washed. There was no report of patient involvement.